Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high"; although a specific value was not provided, and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 10/21/25 with the issue resolved and no permanent damage. The customer declined a system check with pump and supplies, and continued to use the pump for insulin therapy.